Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The rv was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.